Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6935m implantable tachy lead 2013 (B)(6); 4298 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead was experiencing undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.